Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer required assistance addressing bg level from emergency responders. Reportedly, the customer lost consciousness and was unsure what steps were taken to address bg. Customer updated their pump settings to address the event.